Event description:
During an incident in 1999 involving a male patient in full arrest, the crew performed CPR and shocked the patient 2 times with this defibrillator but on the 3rd attempt the unit began charging, beeped and the screen went blank. Then it flashed "low battery." Another crew was at the scene and we switched to their defibrillator immediately. At the hospital, the patient was worked on another 15 - 20 minutes before being pronounced. The customer also said the unit does not hold the time and date.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for patient treatment was verified. However, the complaint of time and date not holding was verified and was found to be caused by a crystal on the control board. This condition does not affect operation of the device for patient treatment. The control board was replaced and proper operation was again verified. The battery used at the scene was not returned for evaluation and no incident report or printout was made available. The hs3000 prompts "replace battery, battery low" when the battery lacks the capacity to perform as required and the defibrillator shuts down. The hs3000 operating instructions explain this prompt and what to do should it be experienced. It also defines a battery capacity test to be performed periodically with recommended replacement of the battery after 2 years. The customer was sent a letter explaining our evaluation suggesting their battery as a possible cause. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.